Event description:
It was reported a patient underwent a robot-assisted laparoscopic radical prostatectomy on and unknown date and a reservoir was used. During surgery, it was found that something like fiber or hair was adhered to the product. It was found before using so the product was not used. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside shipping box, inside product main packaging, directly on device?) No further information is available. Are there any photos of the foreign matter available? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 product not. H3 evaluation: one opened sample was received for evaluation. The complaint sample was analyzed and no foreign matter like hair / fiber was observed. Moreover the integrity of the package was not intact, thereby external factors like improper handling, environmental factors, improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain samples were checked for lot # and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.